Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that when this device was interrogated a longevity of eleven years was showing, but immediately the gas gauge moved to one year remaining. A request for technical review was requested. No adverse patient effects were reported. Engineering analysis noted the diagnostic data reveals a slow and constant increase in power consumption. Engineering noted that this is a malfunction of the device hardware and the device should be explanted and returned to determine root cause of the issue. Engineering also noted that if the power increase remains constant, the battery appears to have sufficient capacity to sustain therapy functions for at least 28 days. However, root cause is unknown and predictable behavior is not guaranteed, a replacement was discussed as soon as possible.

Event description:
Additional information noted that no further action was taken and the patient will be followed up normally.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information noted that this device was explanted and will be returned. No additional adverse patient effects were reported

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. External visual inspection of the device noted no anomalies. Based on the battery voltage measurement, engineers determined that there was a significant reserve capacity remaining and that the device was capable of delivering therapy. Detailed analysis of the battery depletion data confirmed a higher than normal current drain. Electrical testing isolated the high current condition to low voltage capacitors that support an internal power supply.